Event description:
It was reported that the implantable cardioverter defibrillator showed 10 vt/vf episodes recorded with egms showing rapid af, however it was also noted that in a few of the episodes there appears to be significant noise on the v unipolar tip channel and discrimination channels. Further information was requested however, was not provided.